Event description:
It was reported that the battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support so no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.